Event description:
It was reported that a spectrum pump failed air in line testing during preventive maintenance testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The initial manufacturer report stated the pin dimension was out of specification which was incorrect and has been updated. The inscribed pin dimension was found to be outside the optimal range for the upstream sensor; however not out of specification. A large inscribed pin dimension can contribute to false upstream occlusion and air-in-line alarms.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log. The inscribed pin dimension was measured adn found to be out of specification. With a large inscribed pin dimension it is possible to get false air in line alarms as well as false upstream occlusion alarms. The failed upstream sensor was replaced.